Manufacturer narrative:
Age at time of event: greater than 18 years. (B)(4). Received coaccess electrode system. Residue was present on the device indicating use and handling. The visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity, electrode and cable were able to conduct current indicating proper connectivity. The device passed resistance testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. The patient was prepared under ultrasound. A 4.0/14/15 leveen standard electrode was navigated into the lesion; however roll-off was unable to be achieved in 15 minutes. The physician tried again, but it still did not work. The procedure was completed with another 3.5 leveen electrode which was done in one position with full expansion. No patient complications were reported. The patient condition was stable.